Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited noise resulted in automatic mode switch episodes. The lead was reprogrammed. The patient was stable throughout the procedure.